Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report- (B)(4).

Event description:
It was alleged by the attorney for the plaintiff that after the implant plaintiff experienced an unspecified injury and a problem with the product.